Event description:
Pt called in stating that her charging pad was not working. Pt's ilet is completely dead. Pt is using bb charging pad and charging adapter. Pt disconnected and reconnected adapter. Pt tried multiple different outlets. Pt does not have the clip on the ilet, and has it placed in the correct position on charging pad. There is no green/blue light on charging pad. Pt will go to store and get a temporary charger for ilet. Will ship new charging pad to pt overnight once shipping resumes. Address confirmed. Pt to send back nonworking charger for review. (B)(6) 2024 (B)(6) - (B)(4) tracking# (B)(4) & RMA-633 #(B)(4). RMA return has not been sent back yet. (B)(6) 2024: tt 12:00pm est: s/w pt about returning her charging pad. She stated that she was waiting for a box to return the entire pump, and both charging pads. I didn't see a return started on sf, but she said she spoke with multiple people about this. I will email cds and try to get approval, and pt will send back ilet and both chargers. (B)(6) 2024: tt 2:25pm est. Spoke with pt and she is putting ilet and 2 chargers in the mail today ((B)(6) 2024) to send back to bb. (B)(6) 2024: tt 4:16pm est: (B)(4) - returned to (B)(6) on (B)(6) 2024: along with RMA (B)(4). (B)(6) 2024-(B)(6). RMA received. Closing case.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad for an ilet bionic pancreas did not function, with no indicator light present and the ilet becoming completely depleted despite attempts with multiple outlets and reconnection of the adapter. Symptoms included no adverse clinical effects. Outcomes included no impact beyond the need for replacement equipment. Investigation included customer troubleshooting and device return for evaluation. Investigation of this case revealed that the customer was able to obtain a temporary charger and subsequently returned the ilet and both charging pads for review. It was concluded that the charging pad was not charging the device and required replacement.